Manufacturer narrative:
It was reported that the o2 supply pressure of the ventilator was fluctuating. The field service engineer in an interview with the operating staff, they came to the conclusion that probably the overpressure of the plan in the distribution system was caused by the overpressure when changing the cylinders in the gas reduction station. The device logs were not received and no parts were replaced, therefor the root cause for the reported problem could not be verified.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the o2 supply pressure of the ventilator was fluctuating. There was no patient harm. Manufacturer ref. #: (B)(4).